Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right atrial (ra) and the right ventricular (rv) channels. Boston scientific technical services (ts) reviewed the stored episode and discussed that the noise appeared to be consistent with the minute ventilation signal. Additionally, review of the device data revealed out of range impedance measurements on both the ra and the rv leads. Ts recommended programming minute ventilation off and reviewing the lead integrity. The physician elected to continue monitoring the system and will perform another review at the next scheduled follow-up. The crtd, ra lead and rv lead remain in service. No adverse patient effects were reported.